Event description:
On (B)(6) 2009, the pt reported that during the insulin cartridge change procedure, "please remove cartridge" was displayed on the screen of the infusion device. He removed the newly filled insulin cartridge and the plunger became stuck to the piston rod resulting in 315 unit of insulin spilling into the cartridge compartment of the infusion device. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.